Event description:
The ventilator gave a po0 error code. 02 potentiometer replaced by third party service. The unit is now operating to specifications. The disposition of the defective part is currently unknown - return not expected. Patient involvement is unknown, however no injury is reported. This complaint is the result of service report screening.